Manufacturer narrative:
(B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): (user error caused or contributed to event): based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v +2.00 diopter three piece silicone lens in the patient's left (os) eye. The lens tore during insertion into the eye. Half of the lens remained in the cartridge and the other half of the lens was implanted in the eye. The lens was removed from the eye, the incision was not enlarged and no suture was required. There was no patient injury. Back up lens, same model and diopter size was implanted. There was no patient injury. Cause of the lens tear was loading error by the scrub tech. No issues with cartridge or injector.

Manufacturer narrative:
Per medical review: os: reportedly, 3-piece silicone iol was torn off in half during insertion requiring intraoperative lens exchange/removal. Incision was not enlarged and no other tissue damage was reported. Backup lens, of same model, was successfully implanted. According to the report, by a technician, dated on (B)(6) 2015 the cause of the event was user error (new technician in training) during loading. The same report stated that there were no issues with cartridge or injector. Device history report review: a review of the device history record reveals nothing in the manufacturing, inspection or packaging process records that suggests a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Method code(s): evaluation method: lens evaluation. Results code(s): evaluation results:a visual inspection of the returned product found the lens optic torn in half. Lens was returned dry. There was evidence of dry clear surgical residue on lens surface. Conclusions code(s): (user error caused or contributed to event): based on the complaint history, lens work order and evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).